Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing hyperglycemia. Blood glucose level at the time of the incident was 521 mg/dl. Customer was using the insulin pump system within 48 hours of reported event. Auto mode feature was inactive at the time of high blood glucose event. Necessary troubleshooting was carried out. They also reported that the product was not adhering to the body. No other symptom related to high blood glucose was reported. The insulin pump will not be replaced for analysis.